Event description:
The following reported event originated from a foreign distributor in (B)(6). The distributor reported that the unit is alarming "vent inop", and the events are showing "motor fault". The turbine was replaced with a "good working" turbine, however, the problem was not corrected. The turbine transducer was also calibrated, but it failed at "zero calibration". No information was provided as to whether the ventilator was on a patient or not.

Manufacturer narrative:
(B)(4). Carefusion technical support determined that the most probable cause of the reported event was a defective main printed circuit board. A replacement main printed circuit board was shipped to the distributor. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board for evaluation. As of (B)(6) 2015 the alleged faulty main printed circuit board has not been received.

Manufacturer narrative:
The alleged faulty main printed circuit board assembly was received by carefusion on august 4, 2015, and was routed to the failure analysis lab for analysis. Failure analysis evaluated the device and found that the event log had multiple turbine differential transducer (xdcr) faults, which indicated that the xdcr was drifting and was not functioning normally. Reported event was duplicated. Finding/root-cause: defective main printed circuit board assembly, whose turbine differential transducer was drifting. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.